Event description:
Information received from medwatch # (B)(4). It was reported that the patient was enrolled in a multi-center prospective aneurysm clinical trial and was randomized to the bare platinum treatment arm. The patient is a female who presented with a ruptured basilar tip aneurysm located in the midline. The patient's aneurysm was coiled in 2013 and the patient experienced dual loss of the peripheral vision. Brain MRI without contrast, brain mra, and brain perfusion with contrast were done. These showed acute infracts in the occipital lobes, medial left temporal lobe and punctuate area of the superior cerebellar hemisphere suggested of embolic phenomenon. Mra shows a patent vessel. Matched perfusion deficit in contrast-enhanced brain perfusion study also suggesting embolic phenomenon. One-vessel diagnostic cerebral angiogram shows no evidence of vasospasm of basilar artery or bilateral pca arteries. No thrombus seen. Likely thromboembolic infarct from coil mass. The patient was placed on IV heparin, aspirin and plavix.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the coil was implanted in the patient and the pushwire was discarded. (B)(4).